Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument was installed on the system 8 times and fired 2 black reloads. On installs 1 and 2, black reloads were installed, however no clamping or firing was attempted. On install 3, all clamp attempts were successful, and the firing was completed with no pauses for compression. On installs 4-7, the system failed to detect a reload color and instead detected the lockout mechanism, preventing use of the instrument on those installs. On install 8, the first clamp was successful but was followed by a firing failure. As the fire was completed to less than 2 mm from the distal end, the logs show an error code representing the firing failure. There were no stapler related errors in the logs. Review of the provided image did not confirm that the sureform 60 stapler with a black reload pushed tissue away from the jaws, however malformed staples were observed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, while transecting the pulmonary parenchyma, the sureform 60 stapler instrument with a black reload pushed the tissue forward away from the jaws after a few pauses for compression, partially transecting the parenchyma. The sterile adapter had just been reinstalled with the stapler and the reload calibrated and installed satisfactorily. This event was observed only for the first few seconds of the firing. Stapling worked as intended prior to the event. There was no buttress material used, no tissue tension, tissue bunching before firing, and no other firing issues. No additional tissue was resected as a result, and there was no bleeding reported. The tissue had been "partially washed". The system generated the messages ¿unable to complete fire¿ and ¿blade may be exposed.¿ malformed/unformed staples were observed; however no missing staples were visible from the staple line. The procedure was completed with a new reload with no concern for long-term patient complications. The patient was doing well, had an uncomplicated postoperative course, and was discharged home within 48 hours as expected.